Manufacturer narrative:
Date of event - 2014. Best estimate of onset date as actual date was not provided. Explant date: if explanted, give date: not applicable (na). Lens remains implanted in the eye. (B)(4). Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. Optical inspection showed lens was within optical and cylinder power specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported to the amo sales representative that the toric intraocular lens (iol) had rotated and caused refractive surprise. It was noted that post-operatively, the pentacam k measurement value was 1.54 d (diopter) at 85 degrees, as lens was positioned well and oriented at 80 degrees. Post-operative refraction was -0.75 +1.25 x 180 with visual acuity of 20/20. It was further noted that lens should have been the exact correct power to correct 1.54 d astigmatism, but instead outcome gave 1.25 d of astigmatism at 90 degrees away. Additionally, on (B)(6) 2014 lens was repositioned in a secondary procedure to a 55 degrees orientation. No patient complications were reported. Patient was noted to doing well with tolerating the corrected lens position. No further information has been provided.

Manufacturer narrative:
In the initial MDR, the date received by manufacturer should have been entered as 09/23/2014, not 09/23/2013. If follow up, the report was the initial MDR, not a follow up. This section was checked in error. All pertinent information available to abbott medical optics has been submitted. Placeholder.